Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer miscalculated the amount of insulin needed, and delivered too large of a bolus which resulted in low blood glucose (bg) level of 51 (mg/dl). The customer consumed carbohydrates to address bg level. Additionally, intermittent malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy.